Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked display window, cracked case at a display window corner, cracked battery tube threads, a broken belt clip slot and a broken reservoir tube lip.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had a crack and piece missing on the reservoir compartment. Customer's blood glucose was 187 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.